Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced dry eye on both eyes (ou) at a 4 month post op exam. A description from the surgery center indicated the patient had dry eye with hyperopic regression after a high hyperopic treatment. The patient¿s chief complaint was of dry eye. The surgery center reported the patient experienced loss of best corrected visual acuity and the event was considered lasting and disabling, significantly interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 4.75 x -1.00 x 90, left eye pre-op 20/20 5.50 x -.50 x 70. Bcva from (B)(6) 2018: right eye post-op 20/25 1.00 x -.75 x 30, left eye post-op 20/40 1.75 x -.25 x 35.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.